Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing, charge and discharge testing at various joule settingswithout duplicating the report. The device was recertified and returned to the customer with a replacement multifunction cable. Review of the device log showed multiple charge events on the reported event date, however, a shock was never delivered as it appears the device was in a defib lead fault state meaning the impedance was outside of the device's usable range. The log showed the device successfully performed a 30j test post event, indicating the device is capable of delivering a shock when all criteria is met. The multifunction cable used was not returned to zoll for evaluation. Analysis of reports of this type has not identified an increase in trend.